Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
An attempt was made to use one nc sprinter ptca balloon catheter to treat a lesion in the left anterior descending artery (lad). The device was inspected with no issues noted. The lesion was pre-dilated. It was reported that there was removal difficulties. The balloon could not be withdrawn from the patient following balloon inflation. Repeated attempts were made to withdraw the balloon with negative pressure in the body, but all failed. Finally, open thoracotomy surgery was performed to find the balloon under fluoroscopy. The balloon was punctured and withdrawn with negative pressure. No further patient injury reported.

Manufacturer narrative:
Product analysis: on return the device had a non-medtronic guidewire loaded in it which was removed with no issue. The device returned with a detachment to the hypotube. The hypotube measured 103cm, cut at the leur when compared to an in-house nc sprinter device. A kink was evident on the hypotube. A kink was evident on the core wire. The transition shaft was stretched and kinked. The device was necked at the proximal balloon bond. The balloon folds returned deflated. Necking was evident to the distal tip. It was not possible to perform deflation testing due to the condition of the device. No other damage evident to the remainder of the device. Additional information: the patient underwent selective coronary angiography surgery for coronary heart disease. The angiography showed that the left main (lm) and left anterior descending artery (lad) were severely stenosed. There was 70% stenosis at the end of the lm, 80% stenosis at the opening of the lad, diffuse lesions in the near-middle segment, with calcification in the proximal segment, 80% stenosis in the middle segment with no obvious distortion of the culprit vessel. Lm and lad percutaneous transluminal coronary angioplasty (ptca) and stent implantation surgery was performed. There was no kinks noted on the guide catheter or sheath. A 1:1 concentration of diluted normal saline with hypotonic iohexol was used. The device was expanded to 8 atm. A variety of methods were tried to withdrawn the balloon but with no success. Consultation was done with the thoracic surgery department. The patient was later recovered and discharged. Patient age and weight provided. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information: it was not difficult to remove the protective sheath. It was not difficult to remove the packaging stylette. Negative prep was performed on the device prior to use with no issues noted. Resistance was not encountered when advancing the device. Excessive force was not used during delivery. A 1:1 concentration of diluted normal saline was used. Difficulties were not noted during inflation of the device. It was also reported that the balloon failed to deflate. Deflation difficulties were noted after the first inflation. The device was moved or repositioned while inflated. Sufficient time was given to the balloon to be deflated prior to the attempted removal. The patient is under observation in ccu and is currently stable. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information: it was later reported that a detachment of the hypotube occurred in vivo. The balloon was removed by puncturing the balloon with a surgical thoracotomy needle. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.